Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the tube was disconnected from the chamber. Further visual inspection revealed that before the tube had disconnected from the chamber, it had been under inserted inside the chamber¿s pip. Therefore the cause for the disconnected tube is to be attributed to under insertion of the tube inside the chamber¿s pip. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected from the chamber of a duo-vent solution set. This event occurred during set up. There was no patient involvement. No additional information is available.